Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard magnet tones and that there were two instances of t-wave oversensing (twos) noted in stored electrograms (egm) occurring around the same time. The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead are still in use. No patient complications have been reported as a result of this event.